Manufacturer narrative:
Concomitant medical products: ddpb3d4, ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to a lead integrity alert (lia) that triggered on the right ventricular (rv) lead due to sensing integrity counter (sic) and high rate non-sustained episodes. The lead also triggered a warning for oversensing noise, had high pacing impedance and no capture. A fracture was suspected. Initially, the detections were programmed off and the pacing mode was changed. Subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.